Event description:
It was reported that the video system center displayed an opaque red image after white balance instead of the expected bluish endoscopic image. This issue occurred during a cystoscopy diagnostic procedure and the procedure was completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
The customer contacted technical assistance support (tac) via sales representative. Troubleshooting steps were performed: insert and white balance a different compatible scope and camera head to determine if the malfunction is specific to the affected equipment or system-wide. White balance the suspect scope and camera head against a red-colored target to induce white balance failure, then re-white balance against white gauze using normal protocol. Experiment with color tone settings on the monitor/processor. Consult with the product manager for expert technical guidance. The customer informed tac of the event. The device will be returned for evaluation.